Manufacturer narrative:
(B)(4). For related complaint involving the same patient and event see MDR #3010532612-2019-00143 and tc #(B)(4).

Event description:
It was reported that the on the intra-aortic balloon pump (iabp) the rn was unable to change the arterial pressure (ap) source on the pump (no ap waveform alarm). As a result, the iabp will be changed. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the on the intra-aortic balloon pump (iabp) the rn was unable to change the arterial pressure (ap) source on the pump (no ap waveform alarm). As a result, the iabp will be changed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). For related complaint involving the same patient and event see MDR #3010532612-2019-00143 and tc #1900068610. Teleflex did not receive the device for investigation therefore the reported complaint of "unable to change ap signal" is not able to be confirmed. A field service agent serviced the pump and could not duplicate the issue. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The reported complaint will be monitored for any developing trends. No further action required at this time.